Event description:
Device malfunction: device partially deployed when unpacking. Time of malfunction: during prep. Symptoms/ae:na. It was reported that while taking the xpert device out of the package, the stent was found partially deployed. The system reportedly became fully deployed when it was removed from the tray. There was no pt involvement. Though requested, no add'l info was available.

Manufacturer narrative:
The device was received. Investigation is not completed.